Event description:
It was reported that the lad was damaged during an insertion. The hcp first tried to insert the lead in the needle positioned in t11 but they found there was too much play so they were not able to position it. For this reason the hcp inserted and extracted the lead several times. During the stimulation testing they found that the lead was damaged. The hcp assumed the lead was damaged during insertion/extraction because, the lead was checked visually before the first insertion in the needle and the lead was ok. A new lead was used and implanted successfully.

Manufacturer narrative:
(B)(4).